Event description:
Pt cadd ms3 pump sn (B)(4) is not working - says 'call for service'. Mom said this happened a few days ago. Strongly advised she call immediately whenever pt has a pump issue so that pt has two functioning pumps on hand at all times. No harm to pt. She is infusing on her backup pump currently. Sending replacement pump for tomorrow. Mom will return broken pump to (B)(6). No further information available. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.